Event description:
The patient contacted animas on (B)(6) 2012 alleging he experienced low blood glucose (bg) of 29 mg/dl on (B)(6) 2012 at approximately 7:00 pm after dinner. The patient stated the low bg was treated with a glucagon injection administered by his daughter. Review of food consumed and insulin coverage was determined to be correct. The patient stated he did not know why his bg went low. The patient further reported that the following day, (B)(6) 2012, his infusion set "fell out" at the insertion site and his bg became elevated. No further information was provided regarding this incident as the patient needed to hang up from the call. Animas customer support made several attempts to contact the patient in follow up of this report and was unable to evoke a response from the patient in order to troubleshoot the pump and follow up on the reported elevated bg report. This complaint is being reported because the patient experienced bg excursions while on insulin pump therapy. It is unknown if there was a pump malfunction at the time of the incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The investigation was unable to verify the reported inaccurate delivery issue in the black box or duplicated the issue in the evaluation. Review of black box data show that the current date range did not cover the complaint date due to continued customer use. Total daily delivery added up correctly and reflected the user programed rate. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. No defects were found.